Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch peh042 and no non-conformances were identified. Additional information was requested and the following was obtained: the only other info I have from below is that the needles were coming off the suture intra-op. That¿s all I have from the customer. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Please confirm the number of devices that failed during this single procedure; if occurred during actual use on patient. What was the date of the initial procedure? Investigation summary: it was received for analysis a sealed box with twelve samples and twenty-two unopened samples of product code m8739, lot peh042. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The needles were pulling off way too easy. There were no adverse patient consequences reported.